Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and it broke upon insertion. The lens was removed without any pt injury. Additional info was requested but not yet received. If any additional info is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4): evaluation results: a work order search was performed and there were no similar complaints found. (B)(4).